Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.

Event description:
Patient's husband reports hospitalization for dehydration.